Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide-bundle of the video cable section was broken and therefore the light transmission was lost or too low; the fibre bonding in the outer tube area (distal end) was damaged; the r-unit (charge coupled device) was broken and therefore the image was foggy. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide-bundle of the video cable section was broken and therefore the light transmission was lost or too low. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had dark image and many black fibers in the generator connector. The event occurred during service / maintenance. There were no reports of patient involvement.